Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer did not perform the proper air removal techniques, and is using u-500 insulin. Tandem technical support informed the customer that u-500 insulin is off label per the user guide. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 400 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.